Manufacturer narrative:
Additional information revealed the lead on this record was never implanted in the patient.

Event description:
Additional information determined the lead on this report was never implanted in the patient.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
Device 2 of 2. Reference MFR. Report #3006705815-2019-00317. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Event description:
Device 2 of 3. Reference MFR. Report #3006705815-2019-00317, reference MFR. Report #3006705815-2019-00828. It was reported during follow up the patients system was explanted on (B)(6) 2019.